Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the arrows do not always respond to the presses. It was reported, there is no water exposure to the pump, and the keypad is intact.